Manufacturer narrative:
Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screwdriver/unknown lot number. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a c3-c6 surgical procedure on (B)(6) 2014, a patient¿s spinal cord was hit. The procedure involved synapse instrumentation. The surgeon was in the process of the final tightening of a synthes set screw with a synthes screwdriver when the mayfield came loose. The mayfield is an unknown non-depuy synthes device. The loosening of the mayfield resulted in the patient¿s head falling, and the surgeon slipping off the set screw and hitting the spinal cord. No reported harm to the patient was noted. This report is 1 of 2 for (B)(4).